Manufacturer narrative:
The hydromark marker is used to mark tissue during a percutaneous breast biopsy procedure, be visible under ultrasound for at least 6 weeks, and be permanently visible by x-ray and MRI. We are unable to confirm the reported event since no images or additional patient care information was provided for investigation. Hematoma is a known risk of a stereotactic breast biopsy. However, as the CT and MRI represents medical intervention that may have been taken to preclude serious injury and pursuant to 21 cfr803, we are reporting this adverse event.

Event description:
The (B)(4) affiliate reported that the patient received a stereotactic breast biopsy and a hydromark marker was placed in the breast. The patient was bleeding for a certain period of time and received hemostasis that stopped bleeding. Under CT and MRI, hematoma was identified in the breast and it has not decreased much at the CT and MRI after approximately one month.